Event description:
The physician went to place a femoral line in the vein and met resistance with the guidewire. When he went to pull back, the guidewire unfurled. The physician felt it best to leave in the pt until a surgeon could be contacted. The legs started to go cold and were turning blue. They were elevated and hot compresses were applied. The physician was contacted later for follow-up and said the guidewire was removed and the pt was doing fine.